Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. On the morning of the event the customer received a blood glucose result of 205 mg/dl, the time of this reading was unknown. The customer is fasting for ramadan and stated that during the umrah he began to experience hypoglycemia and lost consciousness. It was unknown what time the customer lost consciousness. A field hospital doctor was on scene and tested the customer's blood glucose on the professional meter and received a result of 35 mg/dl, the doctor then tested the customer's blood glucose on the accu-chek instant system and received a result of 411 mg/dl. The blood glucose results were obtained within 15 minutes. The user was transported to the hospital, however no treatment was provided due to the customer fasting for ramadan. The customer recovered on his own and was not admitted into the hospital.

Manufacturer narrative:
Section d4: the primary UDI # was corrected based on the returned product.